Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot # n5m0997y) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot # n5m0997y) sigadaptshort, sig power sigadaptshort lin short adapt, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vats (video-assisted thoracic surgery) lobectomy, the reload automatically closed during left articulation and clamped tissue. The reload did not reopen after auto-closing, and forced activation of resection was performed to allow the reload to open. It was also reported that another reload from the same batch exhibited the same issue during left articulation. It was noted that the procedure was extended by 15 minutes. A new reload was sued to resolve the issue. There was no patient injury.